Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported leaking around the green bonded cap on the texium tubing used in the inpatient oncology unit. Cytarabine was infusing via the secondary set. The pt received the full dosage of chemotherapy. No pt harm or medical intervention was reported. No further pt/event info was provided.